Event description:
The customer reported that during reprocessing of the loaner evis exera iii colonovideoscope, an unspecified reprocessing issue occurred. Also the scope had greying tape indicating it was due for preemptive maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. There was insufficient information to determine if the allegation was confirmed due to the reprocessing issue not being specified. The evaluation found the following: the insertion tube had a cut, the insertion tube insulation was low, the angulation had excessive play, the plastic distal end cover was dented, the light guide lens was chipped, and the bending section cover glue was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Update: e2, e3, h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined as to what caused the reprocessing issue. The event can be prevented by following the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Additional information was received from the customer clarifying the at the reprocessing issue was a cut in the insertion tube. Pre-cleaning is performed immediately after procedure according to instruction for use (IFU). The minimum effective concentration is checked every cycle and an olympus leak test was used to test for leaks. The endoscope channel is brushed during manual cleaning with a single use brush. The automatic endoscope reprocessor (aer) used was a medivator dsd. All reprocessing personnel are trained on how to properly reprocess the endoscope.